Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study it was reported that in-stent restenosis (isr) occurred. In (B)(6) 2006, coronary angiography revealed significant stenosis in the mid left anterior descending (lad), and the patient was implanted with a 2.5 x 24 mm taxus drug eluting stent (des) in the mid lad. In (B)(6) 2012, coronary angiography revealed 95% stenosis in the lad, which was treated with placement of 2.5x 14 mm and 2.5x18 mm unknown brand drug eluting stents.